Event description:
A consumer had stated she has never used the interdental products before. She had used the proxabrush on (B)(6) 2023 before she had dinner and said she felt a little something in her mouth. After dinner she used the product again and noticed she was having an allergic reaction. Her gums started to turn red and had very bad burning feeling. She swished with baking soda and water and took some benadryl. She still has a little burning feeling on her gums after the benadryl. She did not seek medical treatment. She is allergic to rubber.